Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings compared to her expected values. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 3:15 pm, the patient obtained the blood glucose reading of 171 mg/dl on the reported meter, which she claimed was inaccurately high. Based on this reading, the patient took 3.0 units insulin based on her sliding scale. At 3:55 pm the patient experienced the symptoms of sweating and feeling tired. The patient administered self-treatment by consuming food and/or drink; she did not seek any medical attention. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.